Manufacturer narrative:
The device was not available for evaluation. No further information was available from the user facility. Possible cause is the pin partially occluding flow, although this cannot be confirmed.

Event description:
In 2007, the customer contacted gambro via the intensive care on-line network (icon) reporting that the prismaflex machine was pulling too much fluid. The blood flow rate was set at 200 ml/min, the dialysate flow rate was 1000 ml/hr, the replacement fluid was set at 800 ml/hr and the pre-pump fluid rate was set at 200 ml/hr. The patient's fluid removal rate was set at zero. The prismaflex set was changed at 2:00 and at 3:00 the patient's fluid removal was recorded as 218 ml. There had been three (3) dialysate weight incorrect alarms within that hour. The nurse was unable to determine the cause for the fluid removal discrepancy. At this point in the treatment the nurse switched ports on the prismasate bag and went from using the luer port to the spike port. There were no further weight incorrect alarms noted after this change. There was no patient injury or medical intervention necessary.